Event description:
The device was returned for service. During service the device failure code 810:11 was found. The hospital rep stated they have no record of any patient incident involving the pump since the last baxter service event.